Event description:
It was reported to boston scientific that the resolution clip was removed from its packaging and tested. The physician then introduced the clip into the scope, attached to the mucosa and deployed. The audible click was heard but the clip did not release. Attempts were made to get the clip to successfully release, instead the clip released from the mucosa. The device was removed, and as it exited the scope, the clip fell off onto the floor. An interject needle was used in order to sclero the bleed site successfully and another resolution clip was used the next day to complete the procedure. There were no patient complications.